Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the stabilizer was kinked and broken, the delivery catheter was flattened, and the stabilizer was also kinked/ bent at the distal end after it was removed from the delivery catheter. It was also noted that the delivery catheter was stretched. During functional testing, the delivery catheter was flushed, and traces of blood exited. The stabilizer was advanced with friction and the stent deployed ¿ there were anomalies noted to the deployed stent. A patency mandrel was unable to be advanced through the delivery catheter due to the damage noted. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable that the stabilizer was broken/ fractured as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the analyzed stabilizer break.

Event description:
The result of the investigation revealed that the stent stabilizer was broken. There were no clinical consequences to the patient.